Event description:
The rep reported the device was used during a coronary artery bypass graft. It was reported al326 tip broke off when the surgical assistant was going to place a clip on a branch. The broken tip was recovered and a new instrument was opened to complete the case. There was no consequence to the pt. The surgical assistant was doing the vein harvesting.